Event description:
Boston scientific received information that this patient with a recently implanted device and lead system was admitted to the emergency room with clinical observations of syncope. An assessment of the system identified intermittent loss of capture at 5 v in the right ventricle (rv). No r-waves were sensed as the patient was in complete heart block. The measured rv lead impedance was normal at 480 ohms. Additionally, the patient had been previously implanted with another device and competitor lead system on the opposite side. A review of the programmed parameters found that the device was serving as back up and had been programmed at vvi 40 at 3.5 v. Later that day, the physician elected to reprogram the back up device to vvi 70 (now serving as the primary device), and the recently implanted replacement device was reprogrammed for back up pacing (vvi 60). Boston scientific technical services (ts) discussed troubleshooting options as well as possible device interaction issues. Subsequently, further investigation determined that a perforation had occurred following the placement of the recently implanted rv lead. The patient was presented back to the electrophysiology lab (ep). The competitor right atrial (ra) and rv leads were surgically capped and abandoned. The chronic device was removed. The recently implanted rv lead was successfully explanted and replaced. A replacement device was attached to the replacement rv and chronic ra lead. No further invasive intervention was required and no additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.